Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission location of aro: (B)(6). Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a interconnect cable was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has been received by manufacturer for evaluation. The cable had an open at multiple pins and failed continuity test. Passed visual examination.

Event description:
A site representative reported that while outside of procedure the imaging system unexpectedly stopped during the spin. System was shutdown and upon reboot the system functioned normally. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: the suspect interconnect cable was not returned to the manufacturer and evaluation on it could not be performed due to no device return.